Event description:
A consumer reported seeing flashing lights following intraocular lens (iol) implant surgery. In a follow up, the surgeon reported the event continues. The surgeon reported he did not feel the iol caused or contributed to the event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 08/12/2009 and 08/13/2009 by phone, fax, and mail. A completed questionnaire was received on 08/20/2009. This report was mailed to FDA on: 09/11/2009.